Event description:
It was reported that a patient with a history of inappropriate high voltage therapy presented in clinic alleging high voltage therapy might have been delivered. When the device was interrogated a message for possible output circuit damage was displayed. The device was explanted and replaced as it was near to eri. There were no patient complications.

Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory. The device was tested on the bench and the high voltage output circuit was found to be damaged. An arc mark was found on the device can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by delivery of high voltage therapy into a low impedance load. The cause of the low impedance load was found to be a lead anomaly.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4).